Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and determined multiple parts had malfunctioned. The fse replaced the na electrode, cl electrode, and buffer valves which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of two (2) false high sodium (na) and chloride (cl) patient results involving their au480 clinical chemistry analyzer. The patient samples were rerun on a different instrument and obtained normal results. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.